Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported their device from 1997 was replaced because it was discontinued. However, the consumer further reported after a car accident in 2001 they had the wire taken out because ¿where the lead was buried was so painful they couldn't sit and it was inflamed.¿ it was further reported it was also infected and the consumer had a spinal infection as well, but this was sometime after it was taken out in 2001.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.